Event description:
Customer reported that while out shopping, the cannula "came out". Her blood glucose (bg) got as high as 298 mg/dl. The pod was returned for eval.

Manufacturer narrative:
The product was returned for eval and found to be functioning as intended. No malfunction or product defect found that would have contributed to the customer's rising blood glucose levels. A dislodged cannula would result in interrupted insulin delivery and may lead to increased blood glucose. The lab eval cannot confirm that the cannula had dislodged from the customer's skin and therefore, no conclusion can be drawn. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result." The lot was reviewed and determined to have met all acceptance criteria.